Event description:
On july 05, 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to another device. The medical surveillance specialist spoke with the patient on july 17, 2009 and obtained the following information. The patient reported that the previous month, she obtained blood glucose readings of "131 mg/dl" with the subject meter and "96 mg/dl" on another device (family member's meter), performed less than 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30 mg/dl or <=30%. The patient stated that she normally takes 4-6 units of 75/25 humalog; however, as a result of the alleged high reading she took 20 units instead of her usual amount. Approximately 1 hour after administering the increased dose of insulin, the pt claimed she felt sweaty and developed blurry vision. The patient denied testing at the onset of symptoms; however, reported that she immediately treated self with food and drink and felt better afterwards. At the time of troubleshooting, the customer care advocate noted that the pt was using the correct testing technique and cleaning the puncture area properly. The pt did not have control solution to test the reported product. Replacement items were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.